Manufacturer narrative:
Citation: authors: liu et al. A computational pipeline for patient-specific prediction of the postoperative mitral valve functional state. Asme journal of biomechanical engineering 145(11) 2023. 10.1115/1.4062849. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a computational pipeline for patient-specific prediction of the postoperative mitral valve functional state. The study population included 3 patients with an unknown mean age and an unknown mean gender. 1 patient was implanted with a medtronic profile 3d annuloplasty ring. Among all patients, adverse events included: recurrent mitral regurgitation. No further information was provided pertaining to medtronic products.